Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system had a history of slow ventricular tachycardia (vt) in the 120 beats per minute (bpm) range. The patient was in the hospital with atrial flutter with a heart rate falling within the vt-1 zone. The rhythm became uncorrelated, and inappropriate therapy was delivered. Electrogram (egm) review of the available data revealed three stored episodes where a total of eight bursts of anti-tachycardia pacing (atp) and five shocks were inappropriately delivered. After each shock, the rhythm was atrial flutter with a heart rate in the 120s-130s bpm range. In one episode, therapy was exhausted, but the rhythm did not appear life threatening. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended lowering the stability threshold value from 20 ms to 8-10 ms. This ICD remains in service. No additional adverse patient effects were reported.